Event description:
Patient reported experiencing too high blood glucose level of "hi" on (B)(6) 2014 at 5 pm and took correction via infusion device of 3 x 15 units between 11 hours; but no success. Patient stated in the morning of (B)(6) 2014 she took correction via pen; was successful. Patient reported that on (B)(6) 2014 at 5:30 pm she experienced too high blood glucose level of "hi" again and took correction via the infusion device; no success. Patient stated she then took correction via pen with success; timeframe was not provided. Patient's normal blood glucose range was not provided. Patient alleges the infusion device delivers too low insulin. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. Consumables: n/a. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.